Manufacturer narrative:
Additional narrative: the device associated with this report was not returned for examination. A complaint database search found previous reports which when confirmed were attributed to misuse due to mis-alignment. The investigation could not verify the reported event or identify root cause without the device to examine. Based on the inability to determine a root cause the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While impacting the tibial tray, the impactor cracked.